Manufacturer narrative:
The review of the data provided confirmed the reported issue: when the memories of the pacemaker are not fully read to be displayed in the screen of aida diagnosis, the reset button and the items related to aida in the report screen are not available. The reported issue happens when interrogating the implantable device alizea dr sn (B)(6) during several in-clinic follow-ups. It is recommended to avoid interrupting aida reading while it is in progress. Moreover, if aida reading failed and the pop-up ¿aida reading error¿ is displayed, the session should be ended without resetting memories, and a new session started. Note that if aida reading was incomplete, only partial aida will be available in the patient file, and the rest will be lost forever if memories are reset at the end of session. This case is retained and utilized for trending purposes.

Event description:
Reportedly, on (B)(6) 2026, for alizea dr (s/n: (B)(6)), during past follow-ups, the reset button appeared blank and could not be pressed. The same issue also occurred during the previous follow-up. In addition, there were certain items on the printing screen that could not be checked. Although no issues have been identified with the operation of the pacemaker, we have been requested to confirm the following points: what is the cause of the reset button becoming blank? What is the cause of items becoming unselectable on the print screen?